Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of seeing particles in water chamber. There was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation no device problem found. The service center concludes the device not needed for internal stock and the device was scrapped.